Event description:
Reason for revision: osteolysis of left acetabulum. Implants had been in situ for 16 years and revision surgery was done for acetabular liner wear and subsequent osteolysis and not due to implant failure.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint states that revision surgery was undertaken due to osteolysis of the left acetabulum. It was stated in the complaint that revision surgery was done for liner wear and subsequent osteolysis and not due to implant failure. A complaints search of lot number r3aa11 did not identify any previous complaints. A complaints search could not be conducted for the other products involved in this complaint as no product or lot numbers were provided. A review of manufacturing records could not be conducted as the product and lot numbers of the products involved were not provided. Without further information or return of products the root cause of the complaint cannot be confirmed. Should additional information be received, the complaint shall be reopened and investigated further. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.